Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the clock on their pump was losing time in two minute increments over the course of six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed no manual time/date changes. During testing, the pump powered on normally. A time keeping accuracy test was performed; the pump maintained time accurately during 5 day duration test and one hour post duration test. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.